Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had frozen screen. A technical support specialist (tss) after verifying the information, the issue was remediated and the application was restarted. Once restarted, the user was able to log in successfully and continue performing tasks. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank, the screen froze while the user was attempting to issue a medication. There were no delay or adverse events or injuries reported based on this event.